Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix to be extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly at the inner coil. The cause of the reported event was isolated to the helix being clogged with blood and overtorque of the inner coil.

Event description:
Additional information was received indicating that the patient was stable following the procedure and no consequences were experience due to the event.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure the helix would no longer retract after a second attempt to place the lead. The lead was explanted and replaced to resolve the event. Further information was requested but not received.